Event description:
The pt is a 5-yr-old female who was admitted on 5/6/95, with abdominal pain. On the evening of 5/6/95, she was taken to the or with diagnosis of appendicitis. At time of surgery, she was found to have mesenteric adenitis. She was transferred back to the pediatric floor post-op. The pain management resident ordered demerol 10 mg/ml at 5 mg/hr. According to staff on that evening and the anesthesia resident, who set the pca pump initially, it was reviewed x2 to ensure accurate set up. During the night, the pt was restless and crying intermittently. The nurse who had the pt this night called the anesthesia resident to inform him of such. At this time he gave a verbal order for demerol 10 mg bolus at 12:55. At about 3:00 pm, child complained of pain and anesthesia called again. Another verbal order given for demerol 5 mg bolus to be given at 3:40 am. At 6:00 am, anesthesia was called again and a verbal order was given to increase the continuous dose to 8 mg/hr. This was done by 2 rns at 6:30 am. The above info was then endorsed to the day shift. During the morning of 5/8/95, the pt slept on and off for several hours and documentation showed stable vital signs. At approx 11:00 am, the temperature was 104 degrees, hr 180's and respiratory rate = 16 and pt unresponsive. Pediatric residents were called immediately and narcan was given. Pain management was then called and add'l intervention was done. The pain management coordinator was contacted who reviewed history in memory on the pca pump. At 6:30 am the pump was reprogrammed incorrectly regarding the concentration of the drug being infused. Rn apparently believed she was dealing with a concentration of demerol of 1 mg/cc. In fact, the concentration was 10 mg/cc. When she reprogrammed the pump at 6:30 am, she incorrectly programmed in a concentration of 1 mg/cc and set the pump to deliver 8 mg/hr. The pump then delivered 8cc/hr as per the programmed concentration. Because the concentration was really 10 mg/cc, the child received 80 mg, hr instead of 8 mg/hr.